Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Device is similar to device with 510(k)# k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: "celect uni set used. Jugular approach, filter switched from femoral to jugular deployment device. Deployment of filter resulted in significant tilt when released due to incomplete release. Filter was therefore snared and re-captured and then attempt made to re-deploy and the hook failed to disengage from the filter. Therefore procedure had to be abandoned. The patient has to undergo further attempt next week" patient outcome: the patient required additional procedures due to this occurrence: "for re-do ivc filter placement four days later using the dedicated jugular deployment kit. Uneventful deployment. Patient needed repeat procedure with additional dose of radiation" according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Device is similar to device with 510(k)# k121629. Summary of investigational findings: both jugular and femoral introducer, the filter, the sheath, and the long dilator were returned. Investigation found no damages on the grasping hook on the jugular introducer, nor on the filter. The system worked as intended and the filter could be grasped and released from the grasping hook without difficulties. Marks were noted at the sheath tip - probably caused by filter legs, when filter was "snared and re-captured" as reported. Based on these findings the exact reason for the difficulties encountered when attempting to disengage the filter from the jugular introducer cannot be determined, but investigation found no evidence to suggest the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: "celect uni set used. Jugular approach, filter switched from femoral to jugular deployment device. Deployment of filter resulted in significant tilt when released due to incomplete release. Filter was therefore snared and re-captured and then attempt made to re-deploy and the hook failed to disengage from the filter. Therefore procedure had to be abandoned. The patient has to undergo further attempt next week." Patient outcome: the patient required additional procedures due to this occurrence: "for re-do ivc filter placement four days later using the dedicated jugular deployment kit. Uneventful deployment. Patient needed repeat procedure with additional dose of radiation." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.